Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer and the reported failure was reproduced. The fresh gas pressure transducer pcb was identified as faulty and subsequently replaced. However, the replaced part was retained by the customer and was not returned, which prevented further root cause analysis. A complete set of device logs was received and reviewed. The evaluation revealed that the last successful sco was preformed on august 8 followed by technical error indicating safety valve open during standby. The system was not used due to persisted technical errors during start up. The logs show that the sco failed several test sequences such as the pressure transducer test due to the measured zero pressure offset for the fresh gas pressure transducer pcb being out of range. The measured zero pressure offset was 9998 mv. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. If a high pressure offset value is measured during system checkout and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure occurred due to an offset drift on the pressure sensor.

Event description:
Manufacturer's reference number: (B)(4).